Event description:
The customer's family member called to report that the customer was hospitalized for high bg and large ketones. It was stated that the customer was wearing the pump. The doctor felt that the dka could be possibly due to the flu. Troubleshooting was performed. The lead screw test passed. The parameters on the pump were correct. There was no problem with the site, tubing, or the reservoir. Instructed the family member of the high bg protocol.